Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had scrolling numbers. The customer was attempting to program a manual bolus of 1.0 unit, but the numbers on her screen began scrolling up. She took the battery out to get the insulin pump to stop, but every time she reinserted a battery into the device, the insulin pump alarmed battery out limit. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling was noted during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days, and no battery out limit alarms occurred during testing. The device was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window, and scratched reservoir tube window.